Event description:
It was reported that when this pump was interrogated for refill, the pump logs showed several alarms including a critical alarm for a motor stall that began in late (B)(6) 2013, and the latest alarm occurred on (B)(6) 2013, from 4 to 15 minutes. The motor stall recovered within two hours. It was noted the therapy was still sufficient. There were no patient symptoms/injuries related to this event. The pump was being used to deliver lioresal. Refer to MFR report # (B)(4) for previous event of pump replacement in 2012 due to motor stalls.

Manufacturer narrative:
F(B)(4).

Event description:
Additional information was received. Company representative reported there was no known emi that might have cause the event. Device logs where provided and showed lioresal @ 2000mcg/ml and a dose of 480.3mcg/day.